Event description:
It was alleged that during a setup for training with the use of versius trainer, the surgeon console went into medium priority alarm. The console could not be recovered. There was no patient involvement. The malfunctioning part was replaced. At the time of this report, no further information has been provided.

Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. The failed assembly was replaced. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.